Manufacturer narrative:
Concomitant medical products: 6947m55, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing beeping and wondered if it was from their implantable cardioverter defibrillator (ICD). They commented that it "feels like it's not working." The ICD remains in use. No patient complications have been reported as a result of this event.